Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported during inspection the instrument fractured. Subsequently, the device was also worn. There was no patient involvement.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection found signs of repeated use (nicks or gouges). The post feature has fractured off, all pieces were returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The root cause could not be determined with information available as frequency of use is unknown and conditions of use is unknown. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.